Event description:
It was reported that pump experienced recurring malfunction alarms. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level had no adverse impact.